Manufacturer narrative:
Sections with additional information as of 24-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 14-jun-2023 to ensure that the customer's condition had improved and the initial concern was resolved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated he had contacted his doctor; per doctor, customer's blood glucose was always high and he needs to keep a log and keep it under 160 mg/dl. Customer stated he knows that his blood glucose is and will be high, and he needs to cut back on his sugar. Customer stated the meter is working fine.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer non-fasting and produced test result of 185 mg/dl using true metrix meter. Customer was concerned the result was too high. The customer's expected blood glucose test result range was not disclosed. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/27/2024 and open vial date is 06/09/2023. The customer reported experiencing tingling in his feet; medical attention was not needed at the time of the call.